Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator experienced a failure with the paddles. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart xl+ indicating that the paddle was loose resulting in a functional test failure. There was reportedly no patient involvement. Results of functional testing indicate that the paddle was loose and caused the functional test to fail. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddle for which the paddle replacement kit water resistant was requested and replaced. The device remains at the customer's site. No further action is warranted at this time.